Manufacturer narrative:
On (B)(4) 2016, an fse was dispatched to the customer site to address the reported event. The fse replaced the main incubator assay and the cup pickup mechanism for the x transfer assay. The fse performed alignments and adjustments to specifications and checked and adjusted the incubator temperature. The fse ran several test cup transfer evaluation test without error. The aia-2000 was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to main incubator deterioration. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported 4163 errors (x-transfer z axis home overrun ) on the aia-2000 analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.